Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the "humidifier was evaporating the water too quickly" and "was not maintaining temperature." In addition, the patient alleged "the bottom of the device showed signed of melting and/or bubbling on the bottom". The patient alleged a scolding odor, as if something really hot was burning". The patient confirmed there were no smoke and/or flames present. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the "humidifier was evaporating the water too quickly" and "was not maintaining temperature." In addition, the patient alleged "the bottom of the device showed signed of melting and/or bubbling on the bottom". The patient alleged a scolding odor, as if something really hot was burning". The patient confirmed there were no smoke and/or flames present. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.